Event description:
It was reported in a service report that the head end of the stretcher drifts down. It was reported that there was no pt involvement and no adverse consequences were associated with the reported issue.